Event description:
It was reported that the pump is alarming no disposable pump won't run. Silenced alarm, reviewed settings and closed clamp. Removed the cassette and gently tapped cassette. Patient denies any air in line. Replaced cassette, opened clamp and started the pump. Pump continued to alarm. No additional information available.